Event description:
It was reported that the loudspeaker is defective. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the loudspeaker is defective. Patient involvement is unknown. There was no report of patient or user harm.